Event description:
It was reported that four (4) large volume folfusors underinfused; the devices failed to infuse to completion. This was observed during patient infusion. The device had been filled with piperacillin/tazobactam 18g and citrate buffer in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the events occurred between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 13, 2021 - september 16, 2021. H10: the actual device was not available; however, a photographs of the samples were provided for evaluation. The photographs were visually inspected and they showed fluid inside the bladders which suggested under infusions may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.